Event description:
It was reported the device was used during a laparoscopic bowl procedure. It was reported the blade would not meet properly. Source could not use the device. The device was not ever used on the patient. Another device was opened and case was completed without incident. There was no consequence to the patient.